Event description:
It was reported that the flex video scope had a clip stuck in working channel. The event occurred during inspection before use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: insertion tube has foreign objects. Since the initially reported malfunction was not reproduced, a root cause could not be identified. Regarding the additionally identified malfunction, and based on the results of the investigation, olympus confirmed foreign material was present within the device,.however, the type of material or root cause cannot be identified. A definitive root cause cannot be determined. Cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.